Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of infection is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and the hospitalization appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed using a proglide device on (B)(6) 2017 after a thoracic endovascular aneurysm repair procedure performed in the operating room. The patient was readmitted on (B)(6) 2017 due to a groin infection at the access site. The patient expired on (B)(6) 2018 due to a non-related proglide issue. No additional information was released.